Event description:
It was reported that during a lap chole procedure, the device jammed and would not fire. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/10/2008. The analysis result found that one el5ml device was returned for analysis. The device was noted to have the cam broken from the left side. No anomalies were found with the jaws. The device was tested for functionality; it fired four conforming and seven ejected clips due to the cam condition. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.